Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03760 / 03761).

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6) 2009 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient was further revised on (B)(6), 2015 due to instability and a loose tibial tray. All components were removed and replaced.